Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. As reported the details are limited as the contact reports being unable to recall specific dates and details for each event. Regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. If / when additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2010 - the patient underwent an umbilical hernia repair with the implant of a bard perfix plug. In 2011 - the patient started experiencing a chronic metallic taste inside of his mouth and consulted with multiple doctors to try and figure out what was causing it. Per the contact, the doctors could not determine what the cause of the metallic taste was. It is reported that following the multiple doctor visits the patient had been hospitalized on multiple occasions for extreme abdominal pain. Multiple diagnostic tests were performed without any findings. On (B)(6) 2012 - the patient was diagnosed with a chronic mesh infection of the perfix plug and underwent a procedure to remove the mesh. During the procedure it is alleged that the surgeon noted the mesh had ¿fallen apart¿ and ¿disintegrated.¿ as reported all of the mesh had been removed during the procedure. The patient was prescribed IV antibiotics for several weeks due an e.coli infection. The contact stated that the patient's condition was life threatening if the mesh had not been removed due to the infection. It was reported that several years following the removal of the perfix plug the patient underwent multiple adhesiolysis procedures due to adhesion formation in the area where the perfix plug was removed. As reported in 2016 the patient underwent plastic surgery to repair his abdominal wound and was recently hospitalized in (B)(6) 2017 for 5-6 days due to abdominal pain and underwent an endoscopy without any findings. As reported the patient continues to experience abdominal pain and discomfort. As reported the details are limited as the contact reports being unable to recall specific dates and details for each event.

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. As reported the details are limited as the contact reports being unable to recall specific dates and details for each event. Regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. If/when additional information is provided, a supplemental MDR will be submitted. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the date of implant provided in the legal claim. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was reported to davol: (B)(6) 2010: the patient underwent an umbilical hernia repair with the implant of a bard perfix plug. (B)(6) 2011: the patient started experiencing a chronic metallic taste inside of his mouth and consulted with multiple doctors to try and figure out what was causing it. Per the contact, the doctors could not determine what the cause of the metallic taste was. It is reported that following the multiple doctor visits the patient had been hospitalized on multiple occasions for extreme abdominal pain. Multiple diagnostic tests were performed without any findings. (B)(6) 2012: the patient was diagnosed with a chronic mesh infection of the perfix plug and underwent a procedure to remove the mesh. During the procedure it is alleged that the surgeon noted the mesh had ¿fallen apart¿ and ¿disintegrated.¿ as reported all of the mesh had been removed during the procedure. The patient was prescribed IV antibiotics for several weeks due an e. Coli infection. The contact stated that the patient's condition was life threatening if the mesh had not been removed due to the infection. It was reported that several years following the removal of the perfix plug the patient underwent multiple adhesiolysis procedures due to adhesion formation in the area where the perfix plug was removed. As reported in 2016 the patient underwent plastic surgery to repair his abdominal wound and was recently hospitalized in march, 2017 for 5-6 days due to abdominal pain and underwent an endoscopy without any findings. As reported the patient continues to experience abdominal pain and discomfort. As reported the details are limited as the contact reports being unable to recall specific dates and details for each event. Addendum per legal claim. Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.